Event description:
Additional information received from the consumer reported the cause of the zapping wasn¿t determined and the zapping and shaking wasn¿t resolved. No further complications were anticipated.

Manufacturer narrative:
Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has been shaking and requested assistance increasing stimulation/changing groups. It was reviewed for the caller that the therapy changes are a medical decision and redirected patient to the health care provider (hcp) to discuss first but patient confirmed that her hcp advised she can make changes to therapy as needed. Education on increasing stimulation/changing groups was provided to the patient. Patient stated that she was on group a with stimulation at 2.80 on the left side and 3.00 on the right side. Patient wanted to increase stimulation on the left side, but stated that when she tried to increase stimulation on the left side she was getting the amplitude at upper limit screen. The meaning of the screen was reviewed for the patient and the patient was redirected to the hcp to address. Patient stated that she wanted to try changing to group b and confirmed her hcp has advised her to change groups as needed. Patient changed to group b on the call and stated stimulation was at 2.00 on the left and 3.60 on the right. Patient stated that when she changed to group b initially on the call she "felt like a zap. Patient stated that group b was helping her to shake less and stated that she would monitor her symptoms and follow up with her hcp. Patient stated that she has an hcp appointment scheduled for the beginning of may. Patient confirmed she has not had any recent trauma/falls.